Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a reported depth of 5 mm but moderate paravalvular leak (pvl) was noted. Balloon aortic valvuloplasty (bav) was performed with a 22 mm balloon but the pvl did not improve. A second bav was performed using a 23 mm balloon but the moderate pvl persisted. A decision was made to implant a second valve for additional radial force and sealing. A second 26 mm transcatheter bioprosthetic valve was successfully implanted valve-in-valve 3 mm below the first valve and reduced the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.